Event description:
It was reported difficulty was encountered deploying this filter via a right femoral approach which resulted in inappropriate placement and an incomplete opening. Another filter was successfully placed without patient complications. A delivery system in the released position was returned, evaluated and retained by this manufacturer. The filter remains implanted and was therefore not returned for evaluation. The engineering evaluation indicated the carrier capsule was damaged and twisted from 2 to 2.4 centimeters from the distal tip. Scratches were located inside the carrier capsule. The co's follow up indicated the sheath was not connected to the luer lock during filter deployment and the filter deploying in the sheath. An attempt to connect the sheath to the luer lock resulted in the filter deploying in the patient. It was also indicated continual flushing of the carrier system during the implant procedure was not performed. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "caution: to avoid premature ejection of the filter into the sheath, it is essential that the sheath be fully retracted onto the introducer catheter and locked to the handle... The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow trombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."